Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle point pierced through the shield and the packaging unit. The following information was provided by the initial reporter: "tearing - packaging" "individual needle found to be protruding from the packaging".

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that a part of a needle coming out of the package appears to be a double needle. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. It could be possible that a jam occurred at the cannulator inducing the symptom reported. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 1102891. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle point pierced through the shield and the packaging unit. The following information was provided by the initial reporter: "tearing - packaging." "Individual needle found to be protruding from the packaging."